Manufacturer narrative:
(B)(4) report source: foreign: country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02814.

Event description:
It was reported upon inspection in the (B)(6) warehouse that the sterile package is damaged. There is a crease in the sealing area. No patients were involved. No additional information.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that the device issue does not concern the sterility seal of the product. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that the device issue does not concern the sterility seal of the product. The initial report was forwarded in error and should be voided.